Event description:
Customer reported a loading issue and torn intraocular lens (iol) when inserting the lens into a patient's operative eye. The patient has recovered, and the reported issue did not significantly interfere with their activities of daily life. The iol was discarded. No further information provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Implant date: n/a (not applicable). There is no indication that the intraocular lens was implanted. Explant date: n/a (not applicable). There is no indication that the intraocular lens was implanted; therefore, it was not explanted. Initial reporter first & last name: information unknown/not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.